Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2020. Due to privacy laws, no other information was provided. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed and the device was not explanted.